Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thrombectomy procedure, catheter resistance was encountered and the physician was unable to advance any guidewire through the phenom 21 microcatheter. Several guidewires were attempted without success. The physician subsequently used another phenom 21 catheter, which functioned as intended. The catheter had been prepared and flushed according to the instructions for use. No patient symptoms or complications were associated with this event.